Event description:
New information notes the lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
During a follow-up, the physician observed high capture thresholds in the rv lead. All other parameters were stable. The physician opted to schedule a follow-up every month. The lead remains implanted.

Manufacturer narrative:
External and internal insulation abrasion was found at 34.3- 35.1cm from the lead tip. The etfe coating was intact at the same location. Internal insulation abrasion was found at 33.5-34.3cm from the lead tip. The etfe coating was abraded at the same location. This is consistent with the observation from the field of high capture thresholds.